Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's screen froze and a button error alarm occurred after. The customer also stated the buttons on the insulin pump were unresponsive to clear the alarm. The customer stated they have removed the battery, but the insulin pump was continuously beeping. The customer also reported they did not see the time on the insulin pump. It was also found the battery icon was empty on the insulin pump. Customer's blood glucose was 200 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.